Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they received a shock from their implantable cardioverter defibrillator (ICD) when leaving their pool. Patient was taken to the hospital and admitted overnight. Patient requested disabling of the high voltage therapies which physician did reluctantly pending further investigation. Follow-up indicated improper grounding in the patient's pool was creating electromagnetic interference the device was detecting. Patient to have wiring of the pool repaired and has an appointment scheduled with their physician. No further patient complications have been reported as a result of this event.